Manufacturer narrative:
Describe event or problem updated. Device evaluated by MFR.: returned device consisted of a quantum maverick balloon catheter hypotube. The balloon, distal shaft and hub/strain relief was not returned for analysis. The hypotube was microscopically and visually inspected. Inspection revealed 73cm of the hypotube returned with both fractured ends ovaled, as if kinked prior to separation and there were numerous kinks in the hypotube. The fracture faces of the hypotube were ovaled, as if kinked prior to separation. Inspection of the rest of the device found no other damage. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that crossing difficulty was encountered. The target lesion was located in the left circumflex artery. A 3.0mm x 8mm quantum maverick balloon catheter was advanced for dilatation but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed a separated hypotube. It was further reported that when the device was attempted to cross the lesion, the shaft broke.

Manufacturer narrative:
Returned device consisted of a quantum maverick balloon catheter hypotube. The balloon, distal shaft and hub/strain relief was not returned for analysis. The hypotube was microscopically and visually inspected. Inspection revealed 73cm of the hypotube returned with both fractured ends ovaled, as if kinked prior to separation and there were numerous kinks in the hypotube. The fracture faces of the hypotube were ovaled, as if kinked prior to separation. Inspection of the rest of the device found no other damage. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty.

Event description:
Reportable based on device analysis completed on 14-may-2019. It was reported that crossing difficulty was encountered. The target lesion was located in the left circumflex artery. A 3.0mm x 8mm quantum maverick balloon catheter was advanced for dilatation but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed a separated hypotube.